Event description:
In this event it is reported that a 30k fsi-sli-10s insert,pkd sprays little to no water and gets hot during use. The outcome of this event is unknown as of this MDR.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Returned qty.1 insert, 80395, 23012-00088361, jz, warranty. Test method / gp005-wi02. Inductance: gauge ID# 5349 due: 11/30/2024 result: 3.20. Tested on: g136 gage ID# 9626-2 due date: 03/31/2023 set pressure: 35 psi. Water flow: output rate: 35 psi. Water leak: hp sealing ring, proximal ring, distal ring. Other visual observation: insert is good, no fault found. Also insert was tested on a digital thermometer i.d.#6116a due date: 09/30/2023. The temperature was 87.4° f, no fault found. The specification states are not to exceed 118.4°f. (Per frs-9175). Alleged event: confirmed - not confirmed.